Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be initially duplicated. However, it was noticed that when turning the "c" the image was distorted. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that intermittently, when using normal fluoro at max kv/ma on the 9800 system, lines appeared on the live image. It was noted that the image looks normal if changed to hlf fluoro. There was no report of pt injury.